Event description:
Per the audiologist, the pt was admitted to the hosp for some type of neurosurgery (type not reported) to control seizures the pt was experiencing. These seizures were not related to the cochlear implant system. After the surgery, the pt had significant amounts of swelling and an infection that involved the implant site developed. The patient's device was explanted in 2008. Per the implant surgeon, this pt died four months later, due to the neurological issues.

Manufacturer narrative:
This is a final report, filed september 12, 2008.